Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 25mar2022 indicating that the tip of dilator advancing over the guiding catheter had occurred twice. Another kit was used and then the patient was taken to the operating room. No adverse effects to the patient were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: b1, b2, h1, h6 (annex f, annex a, and annex g). Investigation ¿ evaluation: (B)(6) hospital (united states) informed cook (B)(6) 2021 of an incident involving a blue rhino g2-multi percutaneous tracheostomy introducer tray (c-ptisy-100-hc-g-na-flex8.5; lot unknown). It was reported that the dilator is pliable and will bend, and the white sheath does not stop the tip of the dilator. It was reported that no adverse effects were experienced by the patient. A review of instructions for use (IFU) and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. There is no evidence of nonconforming material in house or in the field. There is no evidence to support that the device was not manufactured to specification. Cook also reviewed product labeling. The current instructions for use [c_t_ptisgi2_rev0] state the following: "patient preparation: 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube's tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly. " "tracheostomy procedure 2. After introducing local anesthesia, make a 1.5-2.0 cm skin incision (vertical or horizontal) at the chosen insertion site. 3. If desired, use a curved mosquito clamp to gently dissect vertically and transversely down to the anterior tracheal wall. With a finger tip, dissect the front of the trachea, in the midline, free of any tissues and identify the cricoid cartilage. Displace the isthmus of the thyroid downward, if present. Note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure. Excessive force and rotation may lead to long-term complications. " "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: director, med-surg commodities. PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that "the white sheath does not stop a the tip of the large dilator at the bevel and will pull into the large dilator". Given the available information, it is currently interpreted that the safety ridge on the guiding catheter of a blue rhino g2-multi percutaneous tracheostomy introducer tray did not stop the blue rhino dilator. The customer attributes this to the blue rhino dilator being more "pliable" than a comparable version of the device and believes that this creates potential for misplacement. Additional information regarding the patient(s), device(s), and event(s) has been requested but is currently unavailable.